Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, the facility device reprocessing was confirmed to not have been implemented in accordance with the IFU. The event may be prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation edition. Gif/cf/pcf-290 series cleaning/disinfection/sterilization olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage to the scope connector, a noise image occurred. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Adhesive around objective lens was peeled. The adhesive around the light guide lens was peeled. Adhesives around light guide lens had white-clouded area. The plastic distal end cover had a scratch. Connecting tube had a scratch. The connecting tube had a wrinkle. The suction cylinder was shaved. The switch button 4 had wear. The universal cord had a wrinkle. Protector of universal cord on control section side had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not presoaked in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope image displayed a grainy noise. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter came out of the nozzle due to insufficient cleaning.